Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead was obstructed due to a guidewire fragment stuck in the lumen. The guidewire was broken. The distal conductor was extrinsically distorted due to buckling. There was guidewire coating on the distal conductor of the lead and it was obstructed. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead and guidewire returned. Visual inspection found a broken guidewire unraveled and stuck at the distal end of the lead. A guidewire kink/bend was observed inside the lead tip nose. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the guidewire became stuck in the left ventricular (lv) lead, and while attempting to remove it, the wire broke. Pieces of the guidewire remained in the lead lumen, and the lead was removed. A new lead was implanted. No patient complications have been reported as a result of this event.